Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The x -ray shows that the head has displaced from the stem. Upon removing the head, the stem trunion was damaged. Revision of accolade stem with 40 mm lfit head. Revised to restoration modular stem, cone conical stem and body with 36 head and trident liner.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade tmzf hip stem #4 and trident 0 degree insert 40 mm liner was reported. The event was confirmed. Method & results: -device evaluation and results: there is blood in various areas of the stem. The neck part of the stem is worn. Dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient medical records were received for review with a clinical consultant. The clinician confirmed the disassociation through the provided x-rays. The clinician will need further documentation such as operative reports, clinical and past medical history, and examination of explanted components to conclude a root cause for this investigation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The x -ray shows that the head has displaced from the stem. Upon removing the head, the stem trunnion was damaged. Revision of accolade stem with 40 mm lfit head. Revised to restoration modular stem, cone conical stem and body with 36 head and trident liner.